Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) was between 42 and 68 mg/dl. Reportedly, the customer¿s basal rate settings were incorrect. Customer consumed juice to address bg. Tandem technical support advised customer to call back to troubleshoot and consult with healthcare provider if a low bg occurs again.